Event description:
It was reported that the check button on the wheel does not work. There was no patient involvement at the time the event occurred. No patient or user harm reported. The customer reported that they could not get into diagnostic mode. The customer believes the push button was not operating properly. The remote service engineer (rse) recommended opening the ui and inspecting the cable connection on the switch pcba. The rse provided the switch pcba part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the cable switch was replaced, and the issue was resolved.